Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]; neuropathy [neuropathy peripheral]; excess zinc [blood zinc increased]; copper depletion [blood copper decreased]; profound and permanent physical injuries [injury]. Case description: an attorney reported that his client, an elderly female age (B)(6), used fixodent denture adhesive, version unk cream from the time she received her dentures 25 years ago until approx (B)(6) 2009 and reported the following: profound and permanent neurological injuries, was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, and has permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.